Event description:
It was reported in a journal of neurosurg spine 34:573¿579, 2021, article name: microendoscopic decompression for lumbar spinal stenosis caused by facet-joint cysts: a novel technique with a cyst-dyeing protocol and cohort comparison study; that a high-speed drill with a long, curved endoscopic bit (midas rex, medtronic) was used during a laminotomy procedure. Microendoscopic laminotomy (mel) was performed in 45 patients with intraspinal canal stenosis, and microendoscopic decompression (med) of the spine was performed in 3 patients with foraminal stenosis which were performed by 3 endoscopic spine surgeons. For the mel, a skin incision of approximately 16 mm in length was made to target the interlaminar space and a serial tubal dilators of the metrx endoscopic system (medtronic sofamor danek) were inserted through the incision. Decompression of the bilateral lateral recess was achieved via a medial trumpet facetectomy and the integrity of the facet joint was preserved using the curved kerrison rongeurs. Regarding perioperative complications, a dural tear was observed in 4 patients but these tears did not affect the postoperative course in any of the patients.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as these devices were not returned. If these devices were returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. PMA / 510(k) #: no information available on device to confirm applicable 510(k). If information is provided in the future, a supplemental report will be issued.